Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was caused by a circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that image noise was observed from the rhino-laryngo videoscope during preoperative inspection. There was no patient or user harm reported due to the event. The device was returned for evaluation. During examination, the light guide lens was found missing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; the image was noisy and the subject could not be viewed. The issue was caused by a circuit board failure. In addition to the image problem and the missing light guide lens, the following issues were noted: the angulation control did not meet with specifications; the insertion tube showed collapse and breakage; the universal cord and video cable both showed scratches and crush damage and did not function; the video connector, video connector case, and light guide connector were scratched; the curved rubber joint was chipped and no longer water-tight; and the switch box, the main body and main body cover, the hand grip, and the up/down lock engagement lever were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.